Event description:
The urologist removed the follower from the urethra and the screw tip of the follower and the filiform remained in the pt. The urologist used a cystoscope to retrieve the filiform segment which was intact upon removal.